Manufacturer narrative:
Product ID 3889-28, lot# va1dvu9, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that an impedance check showed one lead was not responding and on fluoroscopy, the lead appeared to have moved significantly. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1dvu9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that device diagnosis was a lead miscommunication. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dvu9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1dvu9, ubd: 14-jan-2021, (B)(4). Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient suffered a significant fall in (B)(6) and, since that time, they experienced a loss of efficacy, lack of intensity, increased voiding and leaking, and painful stimulation at the implant site. It was noted that an impedance check showed all electrodes were communicating and impedances were within normal limits and imagining came back normal. It was also noted that the lead and generator injuries were secondary to the fall. The system was explanted and replaced and the event was noted to be resolved without sequelae as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dvu9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It wasreported that the definitive cause of the issues was not determined. No further complications were reported/anticipated.